Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, b5 section will be- the patient alleged visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contaminant on the ui panel, keratin-like substance around the blower box outlet and an unknown dust contamination on the rear panel o-ring, blower, blower seal, inside the blower, and in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of contamination on the ui panel, keratin-like substance around the blower box outlet and an dust contamination on the rear panel o-ring, blower, blower seal, inside the blower, and in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.